Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported a ventilator with error code [post timer/ 24v failure] during clinical use. It was reported that there was no harm, injury or medical intervention. No patient information was provided.